Manufacturer narrative:
(B)(6). Concomitant: 113063,comprehensive humeral head, 769730; 113634, comprehensive primary stem, 513540; 118001, comprehensive std taper, 934080; pt-113950, pt hybrid glen post regenerex, 474150. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09827.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient was revised due to instability and dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient was revised due to instability and dislocation. Patient also experienced an avulsion of the greater tuberosity. Attempts have been made and additional information on the reported event is unavailable.